Manufacturer narrative:
On 8-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced cardiac tamponade treated with a pericardiocentesis and extended 1 day hospitalization. After performing the transseptal portion of the procedure, the patient's blood pressure dropped. No ablation had been performed. The physician then used the soundstar catheter to evaluate the patient's pericardial space. The physician confirmed that a pericardial effusion was present. The physician then performed a pericardiocentesis procedure and 1100 ml of fluid were removed from the patient's pericardial space. The patient¿s outcome is fully recovered. Device evaluation details: the device was returned to biosense webster for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician opinion on cause is the procedure. Correct settings utilized on devices and no error messages on equipment. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced cardiac tamponade treated with a pericardiocentesis and extended 1 day hospitalization. After performing the transseptal portion of the procedure, the patient's blood pressure dropped. No ablation had been performed. The physician then used the soundstar catheter to evaluate the patient's pericardial space. The physician confirmed that a pericardial effusion was present. The physician then performed a pericardiocentesis procedure and 1100 ml of fluid were removed from the patient's pericardial space. The patient¿s outcome is fully recovered. Physician opinion on cause of the adverse event is that it was procedure related. Correct settings utilized on devices and no error messages on equipment. The most suspected device is the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium since transseptal punctures are performed with a sheath and needle (biosense webster does not manufacturer transseptal needles). Ablation was not performed.